Manufacturer narrative:
Manufacturing and inspection records were reviewed for innate implant 4.5mm x 50mm (part number exinn924550, batch 20142-13), and no anomalies were found. The manufacturing records indicated the screw expired 6/01/2023. Based on the information received, the facility implanted expired product in the patient.

Event description:
It was reported a innate implant 4.5mm x 50mm (part number exinn924550, batch 20142-13) expired on 6/01/2023, but opened and implanted into the patient on 12/22/2023. The patient's status is unknown. The expired inventory was owned by and stored at the facility. There were no adverse patient consequences reported.